Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced seizures and was coughing up blood, possibly due to biting her tongue, lip or cheek during the seizures and then lost consciousness. The patient´s father took a blood glucose reading which was 2.8 mmol/l and the cgm was reading 4.2 mmol/l. The patient´s father called an ambulance and the patient was taken to the hospital. On the way to the hospital in the ambulance, the patient regained consciousness and was able to be treated with 36 g of oral liquid glucose. The paramedics took a blood glucose reading which was 8.0 mmol/l and the cgm reading was 13.0 mmol/l. The patient was admitted to the hospital. There were no treatment details provided while the patient was hospitalized. The patient recovered and was discharged on the (B)(6) 2022. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address : (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.